Manufacturer narrative:
Corrective actions have been implemented through CAPA to improve product performance. Unhardened guide plate contributed to premature wear of lock. All components in the lock mechanism are now hardened during manufacturing. Lot number mx211022 was part of fsca #(B)(4) which had been implemented in 2023.

Event description:
It was reported by the customer that the lock was not functioning properly after 1 month in use (normal usage). There was no indication of an incident, fall or injury.